Event description:
Information was received indicating that no anomaly was observed at the pre-use check of a smiths medical portex tube blue line ultra tracheostomy tube, however, during the its use, the customer noticed air pressure of the cuff was lowered sooner than usual. The user suspected that the cuff was damaged and they stopped using the product. There was no patient injury.